Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation result of catheter detached. Block h11: investigation results the returned nephrostomy catheter sets was analyzed, and a visual evaluation noted that the tube connector accessory returned with the device; however, the guidewire from the kit did not return so no analysis could be conducted to the guidewire. Microscopic examination was performed under magnification, and it was noticed that the blue heat shrinks, and the cap is detached from the catheter assembly. Additionally, the fitting plastic returned damaged, and the tube connector had some residues inside indicating the device was used. With all the available information, boston scientific concludes that the reported event could not be confirmed since the guidewire from the kit did not return so no analysis could be conducted to the guidewire which remains unknown the most probable causes that could have contributed to the event. However, it is possible to conclude that the observed findings of blue heat shrink, cap detached from the catheter assembly and the fitting plastic returned damaged could be caused by operational factors. Probably some manipulation during the procedure while trying to remove the device could have caused these damages observed. Based on the information available and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a nephrostomy catheter jinro pigtail device was used during a procedure. Reportedly, the guidewire of the jinro catheter got kinked inside the patient. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed that the cap is detached from the catheter assembly.